Event description:
The event involved a tego® connector where the customer reported that it had loosened on the silicone on the thread. When the customer wanted to attach the dialysis line to the catheter, the tego did not work because the silicone protective layer around its thread was broken. The connection could not be made. The tego connector was on the patient's catheter and the packaging had already been discarded from the previous dialysis. The patient did not lose blood and the condition of the patient remained the same. The tego connector was switched as an action to solve the problem. There was patient involvement, but no patient harm noted.

Manufacturer narrative:
E1 - initial reporter phone is (B)(6). The device was returned for evaluation- the investigation is pending.

Manufacturer narrative:
Received one used list #d1000, tego¿ was returned for evaluation. As received, the seal of the tego from the luer post was completely torn, however the internal seal still reaming inside the tego. No mating device was returned for evaluation. The seal was peeled down to try to identify the source of the damage, some marks close to the thread post were observed. Complaint of tego's thread was broken can be confirmed. The probable cause is typically due to overtightening. According to direction for use (dfu) statement attach the administration device or syringe by pushing straight into tego access device for infusion. When removing, apply the same clockwise turning motion. Do not over-tighten. A device history report (DHR) lot # review could not be conducted because no lot number(s) was/were identified.